Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). The customer reported that they replaced the user interface module by a new one from their inventory and found the user interface module and ventilator working satisfactorily. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported user interface module touch screen is not working on the avea ventilator. The customer confirmed that there was no patient involvement associated with the reported event.